Event description:
It was reported to philips that fluoroscopy failed due to converter and circuit board issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the converters and circuit board, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).